Manufacturer narrative:
The insulin pump was received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage was found on the motor noted. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test, prime test, off no power test and excessive no delivery test due to blank display also, unable to confirm prime fill anomaly due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer does not believe the insulin pump is working properly. Customer stated that she is having problems getting insulin and insulin delivery is not registering correctly. Customer called previously about insulin spilling into the reservoir compartment. Customer reported that the reservoir was leaking into the pump. Customer reported that her blood glucose levels ranged from 389 to 400+ mg/dl. Customer reported symptoms related to their high blood glucose levels included some nausea. Customer has been treating with the insulin pump. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Replacement product is being sent.